Event description:
Major pump unit(s) involved: device thrombosis. Additional text: hemolysis. Specific component(s) involved: pump drive unit malfunction. Additional text: up to 24 watts then stopped functioning. Other component: causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction